Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days following the implant procedure, the patient presented with chest pain and difficulty breathing. It was further reported that the right atrial (ra) lead exhibited noise and high impedance. Following an x-ray, it was noted that right atrial (ra) lead had perforated into the pericardial space. It was also noted that the patient's atrial wall was very thin. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.